Event description:
X-ray demonstrated broken nail. Implants removed.

Manufacturer narrative:
Additional parts involved in event:part no. Lot no. Mfg. Date.29258 302600 05/13/0833-345424 216270 11/03/05dhrs for the parts were reviewed, and no anomalies were identified during the manufacturing process.

Manufacturer narrative:
New information indicates devices were not explanted.

Event description:
It was reported that, "during the tka, the surgeon could not lock the insert onto the tibial base plate. Therefore, he used a spare insert instead of it."